Event description:
It was reported that this cuff was leaking air during surgery. It was usable and the procedure was completed with the device. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. When connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuff inflated, confirming a leak. A bubble test determined the leak was located where the pvc tubing connects to the right angle connectors of the cuff. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.